Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (part # fv440-t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be not adjustable and that the catheter was broken at the abdominal end. The patient underwent a revision procedure. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing and quality control data: due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. The progav shunt system was manufactured by a qualified employee on june 2017. Deviations during assembly did not occur. The product was finally tested as article fv440-t and released for packaging and sterilization and was sterilized by miethke. The progav has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 20 cmh2o in accordance with the specification. The shuntassistant has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 15 cmh2o, and were found to meet range the tolerances. Conclusion information : an investigation was not possible because no product was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the progav shuntsystem, since this documentation indicates that the valve is in perfect condition. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.